Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump had cracked case at the display window corner, minor scratched lcd window, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that a bolus of 19 units was delivered at night without the customer having set it. The customer's blood glucose level was 22 mg/dl. The customer was treated with a glucagon. The customer was sweating and it took a long time until he woke up. The last given bolus was for dinner and it was not more than 6 units. There was only a scratch on the screen and on the battery compartment. The drive support cap was okay. It was also noted in troubleshooting that the date of the accident was no in the bolus history. The insulin pump was not bumped or dropped. The device passed the displacement test. The device was returned for analysis.